Event description:
Initial toxoplasmosis lgm result of negative. Same sample tested using different methodology was determined to be positive. If add'l info is rec'd, appropriate notification will be provided.